Event description:
Patient was injected with one monovisc in their right knee on (B)(6) 2017, and 4 days post-injection the patient presented in the office with an effused knee, which had to be drained. The patient is back to normal, but brian petrone, pa-c wanted to make me aware of this adverse event. Brian asked not to be called regarding this case but I told him that I had to report it.